Event description:
It was reported that the target lesion was located in the superficial femoral artery (sfa) with moderate tortuosity, moderate calcification and 75% stenosis. The armada 14 balloon ruptured at 5 atmospheres (atm) during the second inflation. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.